Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "unable to adjust ppat zero potentiometer." No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, ppat zero potentiometer could not be adjusted. It is important to note that no patient was connected to the device at the time of the event. Additionally, the logfiles have not been received for analysis. A replacement inspiratory was provided to the user to address the reported issue. To date, the manufacturer has not received any additional information or confirmation of installation of the component. Furthermore, no additional complaints related to this device have been registered since the event. Considering that no patient was involved, a replacement inspiratory valve was provided, and no further information was received, hamilton medical considers this case closed.